Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00388; 130-03-732, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to secondary patella replacement with empower lying down, operated on date due to femoropatellar hyperpressure. Persistent pain with disturbed sleep and inability to bear weight in everyday life.